Event description:
Customer reported the power cord to the pump broke on (B)(6) 2013. The casing is broken and the small motor in the "box" part that connects to the wall is broken apart as well.

Manufacturer narrative:
In f/u with the customer, she indicated that after approx 6 months of use the transformer has a crack in it where the cord goes into the transformer on the end. She indicated that the crack is big enough to put a toothpick in. She indicated that the cord is fine. The customer indicated that she did not witness sparking, fire or flame and that there were no injuries sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.